Manufacturer narrative:
Insulin pump passed all functional testing, including idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime/delivery test, excessive no delivery test, displacement test and rewind. No battery out limit alarm noted. Pump was monitored in 2 days and had no audio beep anomaly noted. Pump received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call to have received a battery out limit alarm and was not aware of alarm. Customer also reported that insulin pump was alarming due to being in suspend and customer did not hear alarm. Customer awoke with blood glucose of 333 mg/dl. Customer reported of putting insulin pump in suspend during while having low blood glucose, but did not receive and alarm reminding that insulin pump was in suspend. Customer was advised that an alarm would not be received but a vibrate or beep. Customer reported that blood glucose was 40 mg/dl and did not receive a vibrate or beep. Insulin pump passed self-test. Troubleshooting could not continue as call was dropped.